Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ger328; batch geb693.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2013 and topical skin adhesive was used for closing the 1.5cm incision. On (B)(6) 2013, the patient developed blisters that ruptured at the incision site. The patient was given treatment for the thermal injury. The doctor opined that too much of the topical skin adhesive was applied.